Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral spinal fusion at l5-s1 with cage instrumentation, right iliac crest bone graft and rhbmp-2/acs on (B)(6) 2010. Patient presented with a preoperative diagnosis of degenerative disc disease, foraminal spinal stenosis, and instability at l5-s1. Patient has had incapacitating back and leg pain related to severe foraminal stenosis and degenerative disc at l5-s1. Patient underwent the following procedures: 1. Posterolateral spinal fusion, l5-s1; 2. Transforaminal lumbar interbody fusion, l5-s1; 3. Pedicle screw instrumentation, l5-s1; 4. Cage instrumentation, l5-s1; 5. Right iliac crest bone graft and use of rhbmp-2/acs. A large rhbmp-2/acs was split transversely, filled with iliac crest auto graft and rolled onto itself. The rhbmp-2/acs, iliac crest and local bone composite was packed over the decorticated posterior elements in order to complete a posterolateral arthrodesis. This was supplemented with mastergraft matrix. This was laid over the decorticated posterior elements in order to complete a posterolateral arthrodesis from l5-s1. No complications were reported. (B)(6) 2010: patient underwent a CT of the abdomen due to complaints of abdominal pain. Study found no abdominal abnormalities. The patient's post operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on an unknown date patient underwent bilateral l5-s1 laminotomy, foraminotomy, medial facetectomy.